Event description:
The customer reported that at the end of bypass, when the last 100 cc's of blood were being given back to the pt, the connector of the venous reservoir fell off. No pt issues were reported as a result of this event.